Event description:
It was reported that patient underwent reverse shoulder arthroplasty on (B)(6) 2010. Subsequently, the patient thought he dislocated his shoulder while lifting weights and consulted with his surgeon. Radiographs taken revealed the humeral tray had fractured. A revision procedure was performed on (B)(6) 2010, to remove and replace the humeral tray

Manufacturer narrative:
Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: excessive activity, trauma and excessive weight bearing have been implicated with premature failure of the implant by loosening, fracture, and/or wear. (B)(4).

Event description:
It was reported that patient underwent reverse shoulder arthroplasty on (B)(6) 2010. Subsequently, the patient thought he dislocated his shoulder while lifting weights and consulted with his surgeon. Radiographs taken revealed the humeral tray had fractured. A revision procedure was performed on (B)(6) 2010, to remove and replace the humeral tray.

Manufacturer narrative:
Evaluation of the returned component found scratches and dents typical of post-fracture damage. Post-fracture damage has obscured and altered fracture artifacts that could assist in finding a probable origin and cause of the tray fracture. This report filed (B)(6) 2010.